Manufacturer narrative:
(B)(4). It was reported that during a persistent afib ablation procedure the displayed temperature was lower than normal (32-33 degrees celsius) upon insertion of the ezsteer catheter into the cardiac cavity. By exchanging the catheter connection cable to the piu the temperature recovered to the normal 37 degrees celsius. However the temperature reading gradually declined back to 32-33 degrees celsius again. The procedure was pursued and completed with the same catheter without being replaced. No patient consequence was reported. Upon receipt the returned catheter was visually inspected and was found in normal condition. The catheter was tested for electrical performance, temperature response and stockert compatibility. The catheter was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during a persistent afib ablation procedure the displayed temperature was lower than normal (32-33 degrees celsius) upon insertion of the ezsteer catheter into the cardiac cavity. Bt exchanging the catheter connection cable to the piu the temperature recovered to the normal 37 degrees celsius. However the temperature reading gradually declined back to 32-33 degrees celsius again. The procedure was pursued and completed with the same catheter without being replaced. No patient consequence was reported.